Event description:
It was reported that the pacemaker dependent patient presented for remote follow up via merlin.net with recorded episodes of noise reversion with pacing inhibition exhibited by the right ventricular lead. The lead was capped on (B)(6) 2021 and replaced. The patient was in stable condition.